Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "cases of multiple false positives continue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are having an increasing number of false positive on bd-sars-cov-2. The occurrence of false positive has gone down but the customer is concerned that multiple sample will be positive. Field service have visited for other work orders and did not note any issue with the instrument. Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 30sep2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in july 2021, the instrument experience multiple false positives on negative qc samples. It was determined to be due to contamination. Decontamination effort was completed in october 2021. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed as no information was provided that allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " cases of multiple false positives continue".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "cases of multiple false positives continue."